Event description:
Caller reported a malfunction on the pump. The customer experienced an elevated blood glucose (bg) level of 552 mg/dl. Elevated bg was addressed by correction bolus via pump. Technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump and to contact support if any further issues arose, which the caller understood.